Event description:
Medtronic received information that following placement and deployment of this transcatheter bioprosthetic valve at its targeted location, it was observed that one frame loop of the valve remained attached to its delivery catheter system (dcs) tab. The recommended techniques to detach the loop were successfully used; however, it was observed that following complete release from the dcs, the valve frame on the non-coronary cusp side had moved above the annulus. The valve was snared and moved above the sinotubular junction, and the snare was used to stabilize this valve as a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product will be returned for analysis as the valves remain implanted and the delivery catheter system was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed. (B)(4).